Manufacturer narrative:
It was reported that the procedure was a left middle finger mass excision over pip joint. No additional information was provided.

Event description:
It was reported that the patient underwent hand surgery on (B)(6) 2014 and suture was used. One to two weeks following the procedure, the patient experienced oozing and weeping wound with beefy red appearance. The patient possibly received antibiotics or peroxide soaks and betadine swabs. The patient has recovered. No additional information was available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.